Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc), the dilator could not flush. The hemostatic valve was not open and fluid could not exit the end of the dilator. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay.